Event description:
A report was received from a facility that the tip of a non-load bearing titanium alloy self drilling bone screw broke during use for cranial bone flap fixation screw driver handle used to insert screw was overloaded and bone flap was pushed into transverse sinus of the brain, requiring surgical intervention.